Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. It was reported that the pump had a temperature issue. Reportedly, there was moisture corrosion in the pump, however, no damage was visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/17/2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump¿s black box showed no unusual fluctuation of the voltage. A visual inspection of the pump revealed that there was moisture in the display lens. The pump powered on with vibratory and audible sounds. Leak testing was performed and a display lens leak was found. An ezprime sequence was performed successfully. The pump¿s currents all were found to be within specification. There was no overheating duplicated during testing. The pump cover was removed and moisture was found inside the pump. The temperature issue was not able to be duplicated during investigation.